Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and seroma-late.

Event description:
Healthcare professional reported right side rupture with "snow storm" and ¿peri prothesis fluid.¿ the device remains implanted.

Event description:
The device has been explanted, at which time, healthcare professional confirmed device was "not ruptured" but reported capsular contracture, baker grade IV.

Manufacturer narrative:
Additional, changed, and/or corrected data: the event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation included capsular contracture, baker grade IV.